Event description:
It was reported that this right ventricular (rv) lead recently exhibited a safety switch due to elevated, out-of-range pacing impedance measurements (greater than 2,000 ohms). It was determined that the lead was most likely fractured and contacted boston scientific technical services (ts) for review. Ts discussed that the rv lead was most likely fractured, resulting in the clinically observed safety switch to unipolar sensing. Following this switch to unipolar, ts confirmed that there was evidence of over-sensed non-physiological noise and subsequent pacing inhibition. Additionally, there was evidence of gradually increasing threshold measurements. Temporary reprogramming options were provided to ensure adequate therapy delivery and a lead replacement was recommended. Initially, it was noted that this rv lead will most likely be revised during an unrelated prophylactic device replacement procedure, but the physician elected to reprogram the rv sensing mode to resolve the event. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the fracture cannot be established, as the product remains implanted and has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead has not been returned for analysis. Therefore, the root cause of the reported fracture cannot be confirmed. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information (and in the absence of lead return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that this right ventricular (rv) lead recently exhibited a safety switch due to elevated, out-of-range pacing impedance measurements (greater than 2,000 ohms). It was determined that the lead was most likely fractured and contacted boston scientific technical services (ts) for review. Ts discussed that the rv lead was most likely fractured, resulting in the clinically observed safety switch to unipolar sensing. Following this switch to unipolar, ts confirmed that there was evidence of over-sensed non-physiological noise and subsequent pacing inhibition. Additionally, there was evidence of gradually increasing threshold measurements. Temporary reprogramming options were provided to ensure adequate therapy delivery and a lead replacement was recommended. Initially, it was noted that this rv lead will most likely be revised during an unrelated prophylactic device replacement procedure, but the physician elected to reprogram the rv sensing mode to resolve the event. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.